Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for device evaluation. Upon interrogation, the pulse generator exhibited a diagnostics anomaly; it inappropriately tripped elective replacement indicator and end of service alert. The device had been exposed to rf ablation. After firmware download, normal device function resumed. The patient's condition was stable. The patient would continue to be monitored.